Manufacturer narrative:
Device received with broken off belt clip rail plate. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that reservoir lip ring was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated insulin pump big chunk missing at back of insulin pump clip rails. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.